Event description:
It was reported that during reprocessing the da vinci s pk dissecting forceps instrument was noted to have a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the wrist. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.